Manufacturer narrative:
Correction: b5: field should reflect explant date of (B)(6) 2023 for the device and date right ventricular lead was capped.

Event description:
Related manufacturer reference number: 2017865-2023-13523, related manufacturer reference number: 2017865-2023-13525. It was reported that a patient presented in-clinic for a surgical revision procedure. Prior examination revealed inappropriate shock on the patient¿s implantable cardioverter defibrillator (ICD). Over-sensing of noise, inappropriate shock, failure to capture, and lead fracture was noted on the right ventricular (rv) lead. The left ventricular lead was found to have lost capture. The patient¿s device was explanted and replaced on (B)(6) 2023. The right ventricular lead was capped and replaced on (B)(6) 2023. The patient was stable throughout.

Manufacturer narrative:
Correction: h6: codes should reflect product not returned.

Event description:
New information received notes that another instance of inappropriate shock was noted on the patient's implantable cardioverter defibrillator and right ventricular lead. No further patient consequences were reported.

Event description:
Related manufacturer reference number: 2017865-2023-13523, related manufacturer reference number: 2017865-2023-13525. It was reported that a patient presented in-clinic for a surgical revision procedure. Prior examination revealed inappropriate shock on the patient¿s implantable cardioverter defibrillator (ICD). Over-sensing of noise, inappropriate shock, failure to capture, and lead fracture was noted on the right ventricular (rv) lead. The left ventricular lead was found to have lost capture. The patient¿s system was surgically addressed and the ICD and rv lead was replaced. The patient was stable throughout.